Event description:
Reporter indicated that during an office visit 3 weeks post initial implant of the vns therapy system, a system diagnositcs test resulted in high impedance, dcdc 4. Approximately 2 weeks later, the dcdc code increased to 7, pt's x-rays were reviewed by manufacturer and no gross lead discontinuities were noted in the lead. The pt underwent revision surgery where the entire vns therapy system was replaced. The lead was returned in two pieces for analysis. The positive electrode was not returned to cyberonics for evaluation. Analysis of the returned portions did not reveal any discontinuities.

Manufacturer narrative:
Device malfunction not confirmed with product analysis. Review of x-rays by manufacturer did not reveal any lead discontinuities. Device malfunction is suspected, but did not cause or contribute to a serious injury or death.